Manufacturer narrative:
Citation: rodriguez-chavez ll et al. Fourth mitral valve replacement in a 15-year span in a woman of childbearing age. J cardiol cases. 2018 jun 13;18(3):110-112. Doi: 10.1016/j.jccase.2018.05.010. Ecollection 2018 sep. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 23-year-old female patient with a history of multiple mitral valve replacement surgeries. At 7 years of age, the patient was diagnosed with rheumatic fever and developed severe mitral regurgitation. Subsequently, a 27 mm medtronic ats mechanical valve was implanted (serial number not provided). Seven years later, at the age of 14, the patient presented with acute heart failure due to prosthetic valve thrombosis and underwent emergency mitral valve replacement surgery. The existing mechanical valve was removed, and a 29 mm non-medtronic prosthetic valve was implanted. No additional adverse patient effects or product performance issues were reported.